Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter address 1: (B)(6). (B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that bladder pigtail of the stent was detached. The suture string was not returned with the device. Calcification residues were found along the proximal and bladder section of the stent, indicating the ureteral stent was used. No other issues with the device were noted. The reported event was confirmed. However, analysis of the returned device revealed the device was calcified in addition to coil detached, indicating the ureteral stent was used, not confirming the reported event. Based on the product analysis, the suture was not returned properly cut and loaded in the bladder pigtail section detached, it is evidence that the stent was manipulated out of the package. Therefore, the failure problem found coil detached/separated is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is most likely that the adverse event occurred during procedure and the device had no influence on event. The device is calcified at distal and proximal sections; moreover, based on the information available the calcification condition will affect the device removal process and device performance. Therefore, the most probable cause of the calcification is known inherent risk of device since reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during an ureteroscopy procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, outside the patient, it was noticed that the coil was detached/separated. Another polaris ultra stent was opened and successfully completed the procedure.. There were no known patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of stent calcification, which indicates use of the ureteral stent, and confirmed the coil was detached.